Event description:
Healthcare professional reported deflation and "implant removal from textured to smooth due to the concerns of the product". This record is for the left side. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Clarification to b3 date of event: partial date 2025. Clarification to d6a implant date: partial date (B)(6) 2001. Device evaluation: based on the product analysis performed, the assessments of the complaints are: deflation: observed an opening assessed as fold flaw opening. Anxiety - product/ procedure: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6, h11.

Event description:
Healthcare professional reported left side deflation and "implant removal from textured to smooth due to the concerns of the product". The device has been explanted and replaced.